Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) ranging from 50-55 mg/dl. Reportedly, the settings needed to be adjusted. Customer adjusted settings and addressed bg with juice. At the time of report, customer's bg was 196 mg/dl.